Event description:
A patient reported experiencing inaccurate low results with a lfs, one touch basic meter. The patient's blood glucose results were 130 mg/dl vs. 170 lab. Tests were done within 21-30 minutes with a difference of 21%. Patient did not experience any adverse events. No further information has been reported.